Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 16:310 was confirmed by baxter personnel during product evaluation. The root cause was assigned to faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code 16:310. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.